Event description:
It was reported that this device declared a code 1003 prior to implant. Subsequently, the physician chose to use a different device. There was no patient involvement. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this device declared a code 1003 prior to implant. Subsequently, the physician chose to use a different device. There was no patient involvement. Additional information: the device has been returned and analysis has been completed. This report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.